Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a loss of prime issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/29/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings:a review of the pump¿s history showed evidence of loss of prime warnings associated with low non-zero force on 10/14/20/13. An ez prime sequence and 24 hour duration test were successfully completed with no alarms or loss of prime warnings being duplicated. The force sensor was found to be calibration. The pump cover was removed and no contamination or damage to the force sensor circuit was observed. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.